Event description:
Implanted ivc filter. Imaging revealed that the long prongs were criss crossed upon deployment. Needed to be retrieved and a new filter inserted. The patient had a new filter successfully inserted.

Manufacturer narrative:
The report number mw5090030 has been assigned by FDA to the report sent by the health professional.

Manufacturer narrative:
Imaging is expecting (a cd was mailed by the hospital on (B)(6) 2019). A following report will be sent after analysis of the imaging. The report number mw5090030 has been assigned by FDA to the report sent by the health professional.

Event description:
Implanted ivc filter. Imaging revealed that the long prongs were criss crossed upon deployment. Needed to be retrieved and a new filter inserted.